Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring from the insulin pump's reservoir compartment was damaged. Blood glucose level at the time of the incident was not provided. During troubleshooting the customer stated that the damage occurred due to dropping the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with cracked retainer (loose). Unit received with scratched casing, minor scratches on lcd window, partially broken off reservoir tube lip, scratches on display window cover and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.